Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that a blade broke during a total knee arthroplasty procedure. It was further reported that the procedure was completed successfully using a spare blade. It was also reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. Device not available for return.

Event description:
It was reported that a blade broke during a total knee arthroplasty(tka) procedure. It was further reported that the procedure was completed successfully using a spare blade. It was also reported that there were no delays and no adverse consequences as a result of this event.